Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a new ilet user announced a normal meal of salad and chicken and subsequently experienced low blood glucose readings in the 80¿90 mg/dl range after believing they consumed fewer carbohydrates than the meal announcement implied. Symptoms included hypoglycemia characterized by low blood glucose without reported loss of consciousness or need for emergency care. Outcomes included self-management with oral glucose and no hospitalization or external medical intervention. Troubleshooting and education were provided, including guidance to consult the healthcare provider or trainer regarding adjustment of target settings to avoid readings below 100 mg/dl. Investigation included a review of user-reported events and device use, with no alerts other than an 80 mg/dl low reading noted and no impact to device function. Investigation of this case revealed no device malfunction and suggested the event was consistent with user carbohydrate intake not matching the announced meal, resulting in insulin dosing that contributed to hypoglycemia. It was concluded, based on previously established findings for similar reports, that the cause was indeterminate with user-related factors contributing. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.